Event description:
It was reported that the left ventricular lead dislodged and exhibited a loss of capture. The lead was successfully explanted and replaced. The patient was in stable condition post surgery.